Event description:
It was reported that myopotential oversensing was observed via review of egm's. Patient presented in clinic for follow up and oversensing could not be reproduced. No programming changes were implemented at the time. Patient monitoring will continue.